Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated thrice at 6atm, 10atm and 12atm. However, at third inflation, it was noted that the balloon ruptured. The device was removed using normal method without any problem and the procedure was completed with another of the same device. The patient was in good condition post procedure.